Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that the field representative was wondering why this pacemaker declared end of life (eol) two months after it was identified that the estimated longevity was for six months during a device check. A boston scientific technical services (ts) explained that the pacemaker was close to triggering elective replacement indicator (eri). Battery behavior was also discussed like hopping from one battery bin to the next can affect the estimated battery longevity. Additional information was received from the field representative who confirmed that this pacemaker reached expected time frame from eri to eol. Additionally, the pacemaker was explanted and was returned for analysis. No adverse patient effects were reported.